Manufacturer narrative:
Product analysis: the product was not returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Event description:
Medtronic received information that 51 months post implant of this aortic bioprosthetic valve, the valve was explanted due to a torn leaflet at the top of the commissure. No adverse patient effects were reported.